Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported the motor stall did not recover. The patient has multiple health issue that were not related to the pump. Per the reporter they were still waiting for a cardiology consult before they perform surgery. They are currently supplementing the patient with orals until a decision could be made.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine and morphine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the patient had been cleaning and hit her pump. Shortly after hitting the pump, the patient noticed she had flu like symptoms and went to the ER at which time they noticed that the pump was alarming. The patient was now at the managing healthcare professional's (hcp's) office and pump interrogation was showing a motor stall occurred and a tube set message. The reporter was unsure if there was any emi or magnetic interaction (i.e. MRI). The hcp felt the patient was going through withdrawal and was giving oral meds. The symptoms had come on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.